Event description:
Resident found lying on her back on the floor with her head stuck between 2 metal bars on the underside of the bed frame. Staff were able to maneuver head from between bars. She sustained a 2-3 inch indentation across forehead and red area on left shoulder. Dates of use: 2006 - 2008. Event ablated or dose reduced? - yes.